Manufacturer narrative:
(B)(4). Additional information requested and received:how was the issue addressed (cut without stapling)? Not informed. How thick was the tissue being stapled (estimated)? Normal tissue. Were there any loose, unformed staples in abdomen after firing? On cartridge? According to the surgeon ¿when the device was fired, the tissue was sectioned but the device didn¿t staple¿. The surgery was open, so the representant couldn¿t see the local. How was original reflux procedure done? By laparoscopic video.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a clinical study, the patient was submitted to a bariatric surgery on (B)(6) 2015. The patient was submitted to a gastroplasty roux y. He had as antecedent one laparoscopic correction of gastroesophageal reflux few years ago. This situation was not a problem (contraindication) to the proposed surgery. During the dissection of the esophageal hiatus to undo the valve, after several attempts to release the "flap" gastric, the surgeon decided to convert it to a laparotomy once the gastric fundus was set to the diaphragmatic pliares and fascia pre aortic. The option to an open surgery was made to a greater patient safety. The device used (stapler echelon) during the confection of the gastric reservoir failed in two firings, sectioning the tissue but it didn¿t staple the tissue. During evolution, in the second day of postoperative, during the deglutograma procedure, it was observed a small fistula in the esophagus segment next to the esophageal-gastric transition. The decision made was an enteral diet (probe used in the intra-operatively), fasting until the closing of the fistula. It is important to mention that the patient is with his abdominal cavity drained, with good general condition and with no abdominal / systemic problems.